Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. A visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited high thresholds. The rv lead was removed and replaced, while the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.